Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardiac monitor (icm) exhibited intermittent oversensing of p waves and undersensing of r waves which triggered false episodes of atrial fibrillation. Programming changes were discussed but not made. The patient was stable and would continue to be monitored.